Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v569217, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient had her neurostimulator implanted in 2011 it worked for a year and then she noticed her symptoms had returned. It was indicated that she felt two lumps on the tailbone where the neurostimulator (ins) was. Per manufacturing device registration site, it was noted that the device had been explanted. A follow-up report will be sent if additional information becomes available.